Manufacturer narrative:
The event occurred in china. It was reported that a "b temp" error occurred on the rotaflow and the pump stopped. The incident occurred on startup of the device without patient involvement. The error message disappeared after the device was restarted. The customer replaced the rotaflow immediately. No harm to any person has been reported. The reported ¿b temp¿ error could lead to a pump stop during use. Therefore, a report is required. The affected rotaflow console with s/n: (B)(6) was investigated by a getinge field service technician and the reported "b temp" error could be confirmed. It was found that the customer had previously installed a third-party battery, which most probable led to the reported issue. The getinge field service technician recommended to replace the battery with an original manufacturer battery. The customer decided not to order the replacement for the time being. The root cause for the reported failure "b temp error" could be determined as a non-original battery was installed in the device. Furthermore, the reported failure "b temp error" can be linked to the following most possible root causes according to the rotaflow risk management file. Overtemperature condition in the device, e.g.: heat accumulation - device used out of specification. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2025-12-12 for the period of 2014-04-16 to 2025-12-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2014-04-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. If the battery temperature exceeds 45°c, battery charging is stopped to prevent damaging the battery. Depending on the ambient temperature, discharging the battery during battery operation can cause the battery temperature to rise considerably. Chapter 2.2.2 position of use and operation, and positioning: make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 2.2 general safety instructions: only operate the rotaflow system within the specific technical and ambient conditions. Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number: 70104.6405.

Event description:
The event occurred in china. It was reported that a "b temp" error occurred on the rotaflow and the pump stopped. The incident occurred on startup of the device without patient involvement. The error message disappeared after the device was restarted. The customer replaced the rotaflow immediately. No harm to any person has been reported. The reported ¿b temp¿ error could lead to a pump stop during use. Therefore, a report is required. Complaint ID: (B)(4).